Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that unk - screws: distal radius was jammed inside disposable drillsleeve 4 l100 sst device and the unk drill is totally deformed, and the tip seems to be broken. The etching on the part is illegible due to the deformation of the device. The dimensional inspection was not performed for the unk - screws: distal radius due to post manufacturing damage. The functional test was performed to pull the drill sleeve with some force, but it is still jammed. The observed unable to disassemble condition of the components is consistent with the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed jammed condition unk - screws: distal radius would contribute to the complained device interaction issue. As mentioned in the event description the probable root cause might be wrong sized sleeved might have been used. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications - drawing specification review cannot be performed since the part number and lot number is unknown. Device history lot - DHR cannot be performed as the part and lot number is unk. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) this report is for an unk screws: distal radius/part and lot numbers are unknown; UDI number is unknown. Without the specific part number the device history records review could not be completed; and the UDI number is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Initial reporter is j&j company representative. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent surgery for open fracture of radius with drf devices. When the self-drilling was used with the drill sleeve, they got stuck and the self-drilling didn¿t come out from the drill sleeve. Wrong sized sleeve seemed to be used mistakenly (the sales rep was not present for the surgery). The surgery was completed successfully within 30 minutes delay. No further information is available. This report is for two (2) devices. This report is for one (1) unk - screws: distal radius. This report is 2 of 2 for (B)(4).